Event description:
Inflammation of knee joint and other joints [arthritis]. Swelling [joint swelling]. Extreme knee pain [arthralgia]. Drainage of fluid [joint effusion]. Case description. Spontaneous report was received on (B)(6) 2010 from a pt, initials (B)(6), with a history of osteoarthritis of the right knee who experienced knee pain, knee swelling, knee effusion and inflammation of the knee joint and after starting synvisc-one. The pt reported that an injection of synvisc-one was given to the right knee (date not provided). The pt experienced extreme knee pain, knee swelling, knee effusion and inflammation of the knee joint and "other joints" starting on (B)(6) 2010. The pt required treatment for all symptoms. The treatment required a knee joint aspiration as well as one injection of cortisone in the right knee (date not provided). At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of the product is not affected by this report.